Event description:
This complaint was submitted with the incorrect manufacturing report number. 8010762 should infact be 8010042.

Event description:
The power supply board of the system was burning during an open-heart operation. The heart lung machine had to be exchanged.